Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on yesterday with blood glucose of 410 mg/dl. The customer's current blood glucose was over 600 mg/dl. Customer¿s different blood glucose was 558 mg/dl, 333 mg/dl and 250 mg/dl. The customer was treated with last night 6 hours in emergency room and blood glucose level was 125. Customer was taken to the hospital by ambulance blood glucose was 585 mg/dl and 597 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the manual injection, sandwich, intravenous fluid, visit to emergency room, emergency medical service dispatched and insulin pump. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer stated that the performed high pressure test. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.